Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexl0608 showed no other similar product complaint (s) from this lot number.

Event description:
It was reported that the end of the groshong is split. No pt injury was reported. The line was placed in the left basilic vein and there was no difficulty with insertion. The event occurred after flushing the device.